Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. The infusion set was changed four times. The customer was being discharged from the hospital. Customer's blood glucose level was 419 mg/dl. They gave her 15 units of insulin with a syringe. The alarm was not resolved by the set changes. The customer was advised that the device would be replaced and agreed to return the product for analysis.